Manufacturer narrative:
(B)(4). G2: foreign, canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the tip of the universal stem extractor fractured. No patient involvement reported. Attempts have been made and no further information has been provided.